Manufacturer narrative:
(B)(4). Batch # unk. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the esophageal cancer surgery, after first fired, noted some staples malformed with irregular shape. Washer was cut off. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 10/4/2021 additional information was requested, and the following was obtained: 1. Could you please provide more details for "ecr60d" malfunction?¿¿after ecr60d firing, the front end and rear end of the staples are fired, and there is no fired in the middle of the staple . That is to say, the middle part of the staple was empty, and the doctor suspected that the middle staple was defective. 2. Did the device lock-out (no staples deployed and no cut line started)?¿¿the device is not locked. 3. Or, did the device start to deploy staples and cut but could not be completed (partially fire)?¿¿deploy the staple and cut it. The staple suture is not completed in the middle. 4. Or, did the device fully fire and stop during the automatic knife return?¿¿no. 5. Was there any difficulty opening the device?¿¿no. 6. If yes, how was the device removed from the patient?¿¿normal removal . 7. If yes, did the jaws eventually open?¿¿normally open.